Event description:
According to the available information, the balloon has broken in many catheters.

Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we found none regarding the lot number 9540968 with the same defect. B3: estimated date.

Manufacturer narrative:
Balloon bursting issue is known but in this case, according to the available information, we cannot conclude on a specific root cause. Quality database was checked and revealed one corrective and preventive action: - CAPA-000152. "Balloon bursting trending for folysil and silicone prostatic catheters" was opened and monthly monitoring. No corrective action will be implemented as our trend is not increasing and the threshold is not exceeded. A similar case study was performed based on same item number aa6116 , same defect "burst" over last four year, 28 similar cases were found. The evaluation has showed that risks are adequately controlled and reduced as far as possible in the state of art. Based on this, we can conclude that residual risks are adequately controlled and reduced as far as possible, and the residual risks associated with the use of the product are acceptable when weighed against the benefits to the patient/user.

Event description:
According to the available information, the balloon has broken in many catheters.